Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 8 days, due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod. No details were provided on the type of treatment given at the hospital. The pod was discarded.